Manufacturer narrative:
A device evaluation is anticipated but was not complete at the time of this report. A follow-up submission will communicate the results of the device history record review, the returned product evaluation result(s), investigation, and conclusion.

Manufacturer narrative:
The cable was manufactured 12-sep-2008 and review of the device history record supports that there were no non-conformances for any reason. As of january 2009, extensive testing to determine the useful life of the cable was conducted and determined to be 3 years. This information was provided to edwards customers via a product notification which included recommendations for cable replacement and/or return to edwards for evaluation following the established time-period. New product labeling now includes information regarding the useful life of the product. The referenced cable has exceeded its useful life. Examination of the returned cable was unable to detect any failure of the device to function as intended. During evaluation, invitro and invivo calibrations were executed successfully with no inconsistencies noted. Svo2 was monitored for over 30 minutes without issue and no physical damage was observed during the visual inspection. 'No fault found' implies the finding on our analysis of 'no product malfunction' when a product is returned after having been involved in a complaint. It is unknown whether procedural processes or a specific circumstance played a role in the reported experience, as no fault could be determined and the evaluation results did not confirm the reported issue. The cable will be returned to the customer.

Event description:
It was reported that during use of an om2 cable, the svo2 value was unstable and fluctuated from 20 to 97 percent, with the symptom continuing for approximately 30 minutes. Simultaneously, the philips patient bedside monitor displayed values regarding continuous cardiac output, ECG and mean arterial pressure; therefore, the patient was monitored properly with no report of patient compromise. No alert or alarms were reported with respect to this event. There was no report of inappropriate treatment resulting from the event and this report is being communicated as a result of the allegation of the presence of inaccurate values. No additional system-related devices were identified as suspect. After the om2 cable was replaced, the issue was improved.